Event description:
A us distributor reported that a patient was receiving a service code 204 and adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code, adjust belt or check belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was broken free from the monitor enclosure and damaging the j1001 connector on the ca board. The root cause for the damaged receptacle was unable to be positively identified. There were no adverse events associated with the damaged monitor.